Manufacturer narrative:
Concomitant medical products. Cook fusion quattro extraction balloon (fs-qeb-a); cook fusion omni-tome pre-loaded sphincterotome (fs-omni-35-260); cook fusion wire lock (fs-wl-o-s). Investigation evaluation: our evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. The coating has folded over on top of the coil spring, but the coil spring is still attached to the distal end of the wire guide. Approximately 0 cm to 7.1 cm from the distal end, the wire guide covering has folded over itself. The folded coating extends approximately 5 mm past the tip of the coil spring. The elongated markings and the neighboring light gray regions of the wire guide coating suggests the wire guide coating has been stretched. Approximately 7.1 cm to 12.2 cm from the distal end is a section of bare core wire. Visual examination of the end of the folded over coating suggests a clean break at the coating joint. The wire guide has been crushed near the coating joint. The report indicates this wire guide was used in a scope with an elevator. The wire guide has no kinks, but a few rough surfaces are found throughout the length of the wire guide. It does not appear that any sections of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use for this product line instruct the user to flush the wire guide prior to removal from the wire guide holder. This activity will aid in optimal performance of the wire guide. Failure to flush the wire guide can result in damage to the wire guide. The instructions for use for this product line instruct the user to flush endoscope accessory channel or lumen of device with sterile water and for best results, wire guide should be kept wet. This activity will aid in optimal performance of the wire guide. Failure to flush the endoscope channel can result in damage to the wire guide. Prior to distribution, all cook acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat calibrated tip wire guide. The hydrophilic coating on the wire guide stripped and disconnected. No portion of the coating detached in the patient.